Manufacturer narrative:
Logfile review confirmed secondary energy out of range at 38% in progress. On another day, the remaining 62% of the surgery was completed with the same system as expected. During an onsite visit, the field service engineer (fse) checked sensor stability, nitrogen flow, purity, tubing's and connections, beam profile and finally completed system verification to specification. The fse was not able to duplicate customer reported event. The fse stated that it looks like a sudden drop of the sensor signal. According to amended report desc, this event was a one-time internal energy sensor issue confirmed by the manufacture. The fse exchanged this sensor as a preventive measure to minimize a risk of reoccurrence. No malfunction could be confirmed by the fse. Energy sensor e4 was received. E4 energy sensor was replaced as preventive measure. No malfunction could be confirmed. No root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A nurse reported during lasik laser ablation, an energy out of range system message occurred. Surgery was not completed. Patient impact is unknown at this time. Upon follow up, 40% of surgery was completed. Ablation of cornea was done and then system message appeared. The corneal tissues were put on the eye again and surgery was stopped. Two days after original surgery, the corneal tissues were raised and the remaining 60% of the surgery was completed with the same system as expected. The doctor does not anticipate any consequences for the patient. Doctor feels it usually takes one year to heal after such a surgery and the final outcome is known. Upon follow up, event was reported as a one-time internal energy sensor issue.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Logfile review confirmed secondary energy out of range at 38%. The remaining 62% of the surgery was completed with the same system as expected. Field service engineer (fse) checked sensor stability, insulation, nitrogen flow, purity, tubings and connections, beam profile, energy calibration several times, several test treatments (with nitrogen closed as well ¿ energy/voltage values stable, within 30 minutes after cut off) and finally completed system verification to specification. Fse was not able to duplicate customer reported event. Fse stated looks like sudden drop of sensor signal. Fse exchanged sensor. A root cause can not determined. Most possible root cause could be a faulty sensor. The manufacturer internal reference number is: (B)(4).